Manufacturer narrative:
Severity: minimal. Frequency: less than 2% of all implants manufactured.

Event description:
Implant locked in position before it was all the way seated. Tried to back out, ended up cutting out. Implant locked.